Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) backlight was not working and also that the gasket was hanging out of the case and that the hanger was broken. It was noted that the display wires were cut and that the main seal was pinched. It was also noted that the output connector assembly and the lower case were broken and that the upper case was dented. It was further noted that two output connector nuts and six case screws were contaminated and that the liquid crystal display (lcd) was bleeding. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) backlight was not working also that the gasket was hanging out of the case and that the hanger was broken. There was no patient involvement.